Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the user's understanding differed from olympus recommendations in device handling and/or reprocessing steps. An olympus endoscopy support specialist (ess) provided training in the correct handling. The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-190 series operation manual includes how to detect the event in "chapter 3 preparation and inspection". Gif/cf/pcf-190 series reprocessing manual includes how to prevent the event in "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The technician reported to olympus on behalf of the customer, that when using an evis exera iii gastrointestinal videoscope for a cds (cleaning/disinfecting/sterilizing) reprocessing in-service at the facility, there was an issue with an air/water leakage from the distal end, causing insufficient reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the customer not performing proper reprocessing steps during observation by the technician at the facility, and the distal sheath also had leaking. Additional evaluation findings are as follows: the radiofrequency identification (rfid) labels had peeling, 4 red/green/blue (rgb) dots had a scattered image after the fog test, the angulation was low, the control knob movement was loose, the distal end plastic cover had deep dents and scratches, the objective lens glue had peeling, the light guide lens glue had peeling and a chip, the bending section cover glue was cracked, and the insertion tube and the light guide tube had minor scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.